Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 4 months post implant of this 12mm pulmonary valved conduit in a (B)(6) patient, an 18mm transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for intervention was not reported. No additional adverse patient effects were reported

Manufacturer narrative:
Medtronic received additional information that approximately 1 year post implant of this 12 mm pulmonary valved conduit, the conduit was explanted and replaced with a 16 mm homograft from an unknown manufacturer. The reason for explant was not reported. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.